Event description:
It was reported that the controller changed to the second battery when the first battery had greater than 25% capacity still remaining, in one case even with up to 50% remaining.

Manufacturer narrative:
It was reported from italy by the patient that the controller changed over to the second battery when the first battery had greater than 25% capacity still remaining, in one case even with up to 50% capacity remaining. Patient log files are not available due to the fact that the patient was at home. There were no reported consequences or impact to the patient. No additional information provided. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today.

Manufacturer narrative:
No testing was performed on the device. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.